Event description:
It was reported that the patient presented for device change due to eri. Pre-procedure device check performed, and noise was noted on right atrial (ra) lead that could be recreated. A chest x-ray was performed, and it was noted that the slack on both leads. Right atrial (ra) and right ventricular (rv) were completely pulled out and the ventricular lead had backed out of its original implant position with the coil on the ICD being partial backed out into the atrium. Both leads were replaced. The ra lead was capped on (B)(6) 2024, and rv lead was explanted the same day with minimal effort. The patient is in stable condition.